Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump kept alarming. The patient's blood glucose at the time of incident was 100 mg/dl. However, the customer feared that they had given themselves too much insulin. The customer went to the emergency room as a precaution. During troubleshooting, the customer was assisted with clearing their battery out limit alarm. The insulin pump was not returned for analysis.